Manufacturer narrative:
Medical device expiration date: na. (B)(4) investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9340404. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident cannot be identified. It could be possible that while passing the needle through the stopper vial/ cartridge the needle got clogged with the stopper material. During the manufacturing process a vision system is inspecting 100% all the products for clogged needles. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported while using bd needle 30gx1/2" precisionglide¿ the needle was clogged. The following information was provided by the initial reporter: it was reported that the needle was clogged.